Manufacturer narrative:
Investigation: customer returned (1) loose bd pen needle without a tear drop label attached, and broken non-patient end cannula. Consumer reported rear cannula end is broken + gets stuck. The returned sample was examined and the following was observed: the non-patient end cannula was broken off of pen needle hub. The broken non-patient end cannula showed signs of bending, likely caused by improper attachment to a pen injector by the user . The bent (and then subsequently broken) needle on the non-patient end of the cannula would be the cause for obstructing the threads, preventing the pen needle from detaching as expected unable to perform DHR review due to unknown lot number for broken npe & inability to detach as intended npe. The possible root cause for these issues is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the unknown bd pen needle experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description per attached customer email states, "rear cannula end is broken + gets stuck ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unknown bd pen needle experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Event description per attached customer email states, "rear cannula end is broken + gets stuck."